Event description:
During a routine follow-up interrogation, the ICD showed open continuity on the svc coil. An intervention was performed and an attempt to reconnect the svc coil was unsuccessful; the svc screw would not tighten. Therefore, the ICD was explanted and returned.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specs. The inspection of the connector header revealed: the (svc) df-1(+) and distal (v) is-1 setscrews were found completely screwed. The hexagonal head of the (svc) df-1(+) setscrew was completely rounded and metallic particles were observed over the terminal block. A special tools was used to unscrew the setscrew because it was stuck. The (svc) df-1(+) and distal (v) is-1 setscrews and terminal blocks were also damaged at the level of the first thread, it is probable that the setscrews were completely unscrewed and difficulties were met when reinserting them (could have been skewed and stuck). These damages confirm difficulties were met during the screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the implantation or at the explantation, i.e. Whether there is a link between these damages and the reported event. The damages observed on the (svc) df-1(+) setscrew and terminal block could explain the open continuity on the svc coil.